Event description:
Device malfunction: balloon rupture; detachment at the proximal balloon seal. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the target lesion was located in the left common iliac artery. Reportedly, the lesion was heavily calcified. While predilating the target lesion a second time, the balloon membrane ruptured at 14 atms. The balloon ruptured in the center of the balloon membrane, which was probably due to the heavy calcification. While removing the device, the balloon membrane caught on the catheter and accordioned, causing the balloon to detach at the proximal balloon seal. The detached section was captured and removed through a non-abbott catheter without any issues. There were no patient effects. No additional information is available.